Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 26 september 2019 for MDR reportability. On (B)(6) 2016, the patient underwent total right knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with depuy knee system and depuy cement x 1. On (B)(6) 2018, the patient underwent a right knee revision due to loosening of the tibial component. The surgeon reported there was no cement adherent to the tibial base at the tray/cement interface. The femoral component was removed though there were no related concerns reported. The patella was not found to be loose or damaged and was not revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2016. Dor: (B)(6) 2018 (rt knee).